Manufacturer narrative:
Per additional information received on (B)(6) 2026, submitting correction supplemental to update d4 (model #, lot #, catalog #, serial #, expiration date, primary UDI number).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone18.1 cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to around 500 mg/dl while wearing the pod longer than 48 hours. The pod needle deployed but the pod cannula did not insert into the skin and the pod pink slide did not move forward, indicating a needle mechanism failure.